Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported decreased speech understanding with the device starting 3 months ago. One week ago the user started to experience discomfort related to the poor sound quality and had no speech understanding with the device. There was no trauma or pain reported. Reimplantation will be scheduled after the ent consultation.

Manufacturer narrative:
Additional information: according to the received information received from the field a damage to active electrode due to device minute mobility seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient is doing fine after re-fitting and therefore the device remains implanted and in use at the moment.

Event description:
The user reported decreased speech understanding with the device starting 3 months ago. One week ago the user started to experience discomfort related to the poor sound quality and had no speech understanding with the device. There was no trauma or pain reported. The user is able to detect sound but without speech discrimination and identification. As per additional information received, re-implantation has not yet been decided upon since user's performance with the device has significantly improved with recent follow-up fitting. The user will be followed up.